Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") in an adult female patient who had essure (batch no. B21582, b61390) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast pain, mastodynia, mastalgia, breast heaviness and temper tantrum. Previously administered products included for prevent pregnancy: mirena from 2005 to 2014. Concurrent conditions included body mass index normal, gerd, itching, paratubal cyst and adnexa uteri cyst. Concomitant products included levonorgestrel (mirena) and omeprazole (prilosec). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), night sweats ("hormonal changes describe: night sweats"), mood swings ("hormonal changes describe: mood swings") and alopecia ("hair loss"). On (B)(6)2014, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and constipation ("gastrointestinal or digestive system condition type: constipation"). In 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced allergy to metals ("nickel allergy since I was a kid"), menstruation irregular ("menstrual cycle irregular") and depression ("depression"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (salpingectomy (bilateral removal of fallopian tubes) on 08/08/2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, night sweats, mood swings, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, fatigue, abdominal distension, constipation and alopecia outcome was unknown, the allergy to metals and weight increased was resolving and the menstruation irregular and depression had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, constipation, depression, dysmenorrhoea, fatigue, headache, menorrhagia, menstruation irregular, migraine, mood swings, night sweats, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 197 lbs. Operative findings: essure devices bilateral cornual areas. Normal fallopian tubes. Hydatid cyst on the left tube two essure devices. Secondly on the right side, the coil was grasped and slowly advanced until it was removed completely. There was some oozing from the ascending vessels in the right cornual area and this was controlled with ligasure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test - on (B)(6) 2014: negative. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr were received: lot number were added. Events: hormonal changes describe: night sweats, mood swings, abnormal bleeding (vaginal, menorrhagia), migraines, headaches, nickel allergy, dysmenorrhea (cramping), pain, fatigue, weight gain, bloating, constipation, hair loss were added. Surgery was added. Event onset date and outcome were updated. Medical history and concomitant drugs were added. Lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") in an adult female patient who had essure (batch no. B21582, b61390) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast pain, mastodynia, mastalgia, breast heaviness and temper tantrum. Previously administered products included for prevent pregnancy: mirena from 2005 to 2014. Concurrent conditions included body mass index normal, gerd, itching, paratubal cyst and adnexa uteri cyst. Concomitant products included levonorgestrel (mirena) and omeprazole (prilosec). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), night sweats ("hormonal changes describe: night sweats"), mood swings ("hormonal changes describe: mood swings") and alopecia ("hair loss"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and constipation ("gastrointestinal or digestive system condition type: constipation"). In 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced allergy to metals ("nickel allergy since I was a kid"), menstruation irregular ("menstrual cycle irregular") and depression ("depression"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, night sweats, mood swings, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, fatigue, abdominal distension, constipation and alopecia outcome was unknown, the allergy to metals and weight increased was resolving and the menstruation irregular and depression had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, constipation, depression, dysmenorrhoea, fatigue, headache, menorrhagia, menstruation irregular, migraine, mood swings, night sweats, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 197 lbs. Operative findings: essure devices bilateral cornual areas. Normal fallopian tubes. Hydatid cyst on the left tube. Two essure devices. Secondly on the right side, the coil was grasped and slowly advanced until it was removed completely. There was some oozing from the ascending vessels in the right cornual area and this was controlled with ligasure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test - on (B)(6) 2014: negative. Lot number: b21582, manufacture date: 2013-04. Expiration date: 2016-04-30. Batch no b61390, production date: 2013-08-21. Expiration date: 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.